Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported when the nurse manipulated and turned the IV bag the tubing spike fell out of the bag resulting in a leak of chemotherapy solution.

Manufacturer narrative:
(B)(4)